Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. Rtm never got hot after running it for 10 mins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they had been having problems with their spinal cord stimulator since about 2 months ago. Patient said sometimes they could charge their implanted neurostimulator and sometimes the implanted neurostimulator would not charge. Patient also said the recharger paddle would get hot to the touch when recharging the implanted device and the patient would get a mark on their buttock. A replacement recharger was sent out.